Event description:
A report was received in 6/2002 regarding a memorylens which had been implanted in the pt's left eye in 1999, which lens had opacified. The pt had a pre-existing history of detached retina in 5/1999 and fuch's dystrophy in 10/1999, both diagnosed prior to implant. The memorylens was explanted in 2002, the pt's reported best corrected visual acuity was 20/50 at exam in 4/2002.